Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump had a problem on a reservoir. Customer stated that it looked like it doesn't move and that she does not take a lot of insulin. The customer's blood glucose was 312 mg/dl. Customer stated that she will check her blood glucose level and it will be at 513 mg/dl because the quick release was disconnected and the customer did not know. Troubleshooting was performed, and advised the customer that the insulin pump will be replaced. Customer treated for a past high with a bolus. No further information was added.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).